Manufacturer narrative:
Device evaluation: the reported red heart alarms were confirmed through the evaluation of the submitted system controller log file. A submitted log file confirmed low speed operation events and pump stoppages on (B)(6) 2017. These events occurred while the system was connected to batteries. Furthermore, percutaneous lead (lead) damage was confirmed through the evaluation of the returned portions of the lead. The explanted device was returned assembled with the lead was cut less than 1 inch from the pump housing and a 30 inch portion of the severed lead was returned in two segments. The wires at the ends of the distal and mid sections appeared to have been stripped prior to the pump being returned. Furthermore, the silicone sleeve was cut less than 1 inch from the metal connector and approximately 18.5 inches of the silicone sleeve was returned. No damage to the silicone sleeve was identified. Electrical continuity testing of the returned portion of the lead did not reveal any discontinuities or shorts prior to removing the bionate layer. Distortion of the bionate layer was identified approximately 26 inches from the metal connector. Breakdown of the metal braided shielding was identified between approximately 25 inches to 28 inches from the metal connector. Visual inspection of the underlying wires identified insulation breaches in the wires approximately 26 inches to 28 inches from the metal connector. Damage to the orange, black, and brown wires was identified approximately 27.5 inches from the metal connector. Damage to the green, orange, red, black, and brown wires was identified approximately 26.5 inches from the metal connector. The damage at these locations appeared to be consistent with fatigue damage due to repetitive flexing of the wires. As a result of the damage to their insulations, the conductors of the green, orange, red, black, and brown wires were exposed. Red heart alarms would have occurred as a result of the exposed conductors from any wire contacting the metal braided shielding while the system was supported by the power module and a grounded patient cable. Furthermore, red heart alarms would have also resulted from the exposed conductors of any two wires from different motor phases contacting each other or making simultaneous contact with the metal braided shielding while the system was on battery support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s age was not provided. (B)(4). Approximate age of device ¿ 4 years, 10 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that after over 4.5 years of support, red heart alarms sounded from the system controller while connected to batteries when the patient was lying in bed. The patient was asymptomatic and was admitted to the hospital. The system controller log file reviewed by the manufacturer¿s technical services representative showed entries with pump power fluctuations, pump speed drops, and pump stoppages. X-ray images of the portion of the driveline internal to the patient showed an area of compromise on the driveline shield approximately 12 cm distal to the pump. On (B)(6) 2017, a pump exchange was performed. No additional information was provided.